Manufacturer narrative:
Device manufacture date; battery charger (B)(4) - 01/2006; battery pack (B)(4) - 10/2007; battery pack (B)(4) - 10/2007. Device evaluation summary: device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was confirmed. The cause of the battery pack ((B)(4)) not charging was defective battery cells within the battery pack. The root cause of the defective cells was improper maintenance. The pt had not charged the battery pack every three months as recommended. The defective cells were replaced. The battery pack was retested and restocked. Battery pack (B)(4) and the battery charger were fully functional. They were retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery charger and battery packs.

Event description:
A (B)(6) female pt contacted lifecor customer support to report that both battery packs are dead. She stated that she checked the charger and the green led is illuminated. She stated that when either battery pack is placed in the battery charger, the orange light blinks. The pt was unable to download because neither battery pack would power up the monitor. Support sent the pt replacement battery packs and battery charger.